Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The reporter of the event stated the patient was placed on the device and the caregiver failed to turn the device on. The device has yet to be returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
It was initially reported there was an allegation a patient expired while using a ventilator. The reporter of the event stated the patient was placed on the device and the caregiver failed to turn the device on. The reporter of the event, (B)(6), has confirmed there was no fault or malfunction of the ventilator associated with this incident. It has been confirmed the device was turned off and disconnected to suction the patient. The patient was reconnected to the device, but the caregiver failed to restart the device. This came to the attention of the caregiver 20 minutes later, but the patient had expired. The ventilator will not be returned to the manufacturer for further investigation.